Manufacturer narrative:
The no therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location and not achieving paresthesia on the table have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the reported issue is due to incorrect programming parameters as the patient's issue was resolved with reprogramming (user error - clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient requested their waa be reprogrammed to adjust therapy. Additionally, they reported a pain sensation down in their right elbow when using the device. The device was reprogrammed and effective therapy was established with no sensation going down the patient's arm. The waa was reprogrammed, the contacts that were being utilized were changed, and one lead was programmed to provide stimulation rather than both.